Event description:
International affiliate has informed us of an event that the device was pretested and orally inserted for operation. After one hour use sa02 decreased. The operation was continued by performing oxygen therapy. No adverse outcome. Event occurred in another country.